Event description:
Patient was implanted on an unknown date for a fibular fracture. Patient was returned to the operating room on (B)(6) 2012 for removal of the lcp posterolateral distal fibula plate and the lcp 1/3 tubular plate and associated screws. Patient was revised to a lcp lateral distal fibular with chronos. During the implant of the new device, it is reported that the tip of the 2.5 mm hex screwdriver broke. The tip was retrieved and discarded. The procedure was completed. No further information is available. This is 6 of 6 reports.

Manufacturer narrative:
Device used for treatment. The complete hexagon tip is broken off and was not sent back for investigation. The relevant dimensions can not be verified anymore because the broken fragment was not sent back for investigation. The fracture face is homogenous which indicates material conformity. The shaft above the fracture is slightly bent and the fracture behavior is diagonal. These findings let us suppose that undue lateral forces were applied onto this screwdriver and that finally a mechanical overload caused this occurrence.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was returned with the driver tip missing and there seems to be no additional visible signs of wear or abuse. The actual loading/fatigue parameters at the time of failure are unknown. The age, care and maintenance of the device are also unknown. An exact cause for this complaint can not be determined. The design risk assessment was reviewed and was found to be adequate for the intended use.